Event description:
It was reported that at a follow up appointment, a high, out of range pacing impedance measurement (>2500 ohms) and intermittent changes in the capture threshold from this left ventricular (lv) lead were observed. Diagnostic imaging was performed which confirmed two fractures near the tunneling area used at implant from this lv lead. The physician recommended a lv lead extraction procedure to resolve the event. It was stated the patient was referred to a different facility for an extraction procedure, but no further information is available. At this time, the lv lead remains implanted and in service. The patient was stable with no adverse consequences.